Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2020.

Event description:
It was reported that frost formed on the needle shaft. During a cryoablation procedure, using an ice pearl cx needle, the needle frosted all of the way up to the hub. Warm saline was applied to the skin to prevent frost bite. No patient complications were reported and there was no patient injury.